Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag had an s3 alarm. The alarm was able to be replicated during hospital testing.

Manufacturer narrative:
Section d4: device expiration date was inadvertently populated in the previous report. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file. The log file captured the console being power cycled a few times on the reported event date of 21jul2025, and an s3: system fault alarm became active during each power cycle. The alarms did not prevent the speed from being set and did not prevent the system from operating as intended throughout the data. No other notable events were observed. The returned centrimag console (serial number l06589-0005) was functionally tested at the service depot and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing, and the serviced and tested console was returned to the customer site after passing all tests per procedure. Available information for this event indicates that no patients were involved with the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number l06589-0005, showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.